Event description:
During the atrial fibrillation procedure it was reported during ablation the ablation catheter caused ECG signal distortion. All intracardiac signals were distorted. Based on the additional information received on (B)(4) 2012, noise occurred on all the channels, including the 12 leads of body surface ecgs and all intracardial recordings. Noise occurred on both carto system and ep recording systems. Physician was unable to interpret either body surface ecgs or the intracardial recordings. Catheter was replaced and the noise issue was resolved. The procedure was completed without patient consequence. Based on the new additional information event alert date was reset to (B)(6) 2012.

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal condition. The catheter was tested for electrical performance and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.